Manufacturer narrative:
Evaluation of the returned velocity confirmed that the catheter was fractured on its proximal end and revealed additional fractures. If the device is retracted at an angle during removal, damage such as kinks and subsequent fractures may occur. Further evaluation revealed an ovalization on the distal shaft. This damage was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a velocity delivery microcatheter (velocity) and a penumbra system red 68 reperfusion catheter (red68). During the procedure, the physician used the velocity to deliver the red 68 to the target location. After removing the velocity, the physician noticed that the velocity was fractured at the proximal third of the catheter but remained connected by an inner wire. The procedure was completed using the red68. There was no report of an adverse effect to the patient.